Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 25 mmol/l. Customer experienced symptoms such as sweating and unresponsive. The customer was treated with insulin injection and intra venous fluid. The insulin pump will not be returned for analysis.